Event description:
It was reported that a few days after implant, the patient complained of muscle stimulation and pain with right ventricular (rv) pacing, and the rv lead exhibited inconsistent capture and undersensing of r-waves. The lead was programmed off, and remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a 5076 lead, implanted: (B)(6) 2014. (B)(4).